Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the surgeon removed tomofix plate, he tried to remove the screw with extraction conical, and the instrument broke. The surgeon separated plate with screw head from bone and screw body with chisel. He tried to remove the screw body with reamer tube. Two reamer tubes broke during this procedure. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.